Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. The anomaly was observed again during interrogation on (B)(6) 2014. No intervention was performed. There were no adverse consequences and the patient was doing well.